Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw broke while being repositioned in surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned screw was evaluated. There was damage found indicative of the screw being final tightened and then loosened. The final tightening distorts the inner ring on the assembly, and this distortion allows the screw to disassemble once it is unlocked. A review of the manufacturing issues did not identify any issues which would have contributed to this event.